Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk.